Manufacturer narrative:
Lot #: this info was not provided during initial report. Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Follow-up x-rays showed one cancellous locking screw backing out. Surgeon was certain that screws were tightened down at time of implantation. Surgeon removed the screw that was backing out. The plate and remaining screws were not explanted. This is the 2nd of 2 reports submitted on this event.